Event description:
It was reported a patient's right ventricular (rv) lead presented with oversensing noise and a fracture. The lead was capped and replaced in a procedure on (B)(6) 2024. Post-procedure the patient was stable.